Event description:
It was reported that when using the pyxis anesthesia system the drawer 5 jammed. The customer stated that this malfunction occurred while user was trying to issue medication to the patient. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 5 latch would not completely get locked. The field service engineer replaced the solenoid with square link plunger and also the controller board. Performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.